Event description:
Patient reported "breast was double the size", "cellulitis seroma" and "medical emergency due to a severe infection (cellulitis)" found via CT scan. Patient was prescribed with antibiotics. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and cellulitis.